Manufacturer narrative:
Ni

Event description:
Report received indicated that distal tip cracked during device use. The crack tip occurred during product insertion; therefore, the device was removed and replaced by another sheath introducer without any adverse consequence to the patient. This product will not be returned for evaluation and testing. Additional information will be sent within 30 days upon receipt.